Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of revision right total knee replacement- femoral components only; dr (B)(6), (B)(6) 2020; primary surgery (B)(6) 2012; 1st revision (B)(4); (B)(6) 2015. Revision for revision; pain- surgeon stated due to aseptic loosening of femoral components. Depuy synthes revision tc3 products insitu less than 5 years old. Surgeon stated patient complaining of pain following aseptic loosening of femoral component. Surgeon noted that there is no infection present, and tibial components were solid and did not require revising. Performed revision surgery replacing femoral components only, and a new mbt poly. Surgeon happy with patients end result following the procedure. Female patient initials e.o.; aged (B)(6) years, dob (B)(6), weight (B)(6) kgs, height 167cm. Relevant patient pre-existing conditions/ comorbidities; patient has received chemotherapy and is receiving ongoing chemotherapy.

Event description:
Additional information received confirmed that loosening interface was bone to cement in the femoral component. This would indicate the reported device did not contribute to the patient's adverse event.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2020-12960 is being retracted since it was reported in error as there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event involving a depuy device.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.